Event description:
It was reported that during a da vinci-assisted endometrosis dissection surgical procedure, the tenaculum forceps had the loop of the wire sticking out. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting loop of the wire sticking out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis in the clevis. The complaint regarding loop of the wire sticking out was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.